Event description:
It was reported that a cartridge alarm occurred, and a pump occlusion issue led to elevated blood glucose levels and ketones. There was no adverse impact on the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. The customer successfully loaded a new cartridge with assistance and continued insulin therapy, but due to ongoing occlusions, a pump replacement was recommended. Troubleshooting included checking infusion sets and insulin cartridges, with plans to proceed with a pump replacement while the customer continued using the current pump until the new one arrived. The mother of the patient was satisfied with the support provided.